Event description:
Ous MDR - it was reported that the lead was explanted due to oversensing after 64 months of implant. Implant date was not provided.

Manufacturer narrative:
The returned lead with inserted mandrin was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. Multiple signs of abrasion were found along the lead body. Especially between 50 cm and 54 cm distal of the is-1 connector pin, the insulation was damaged due to fraying. The rope conductor to the ring electrode showed a conductor fracture in this area. This damage is very likely the cause of the interference signals complained about, which led to oversensing. The observed damage manifestation leads to the assumption of friction at a neighboring partner lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, the visual inspection detected a deformation of the svc shock electrode, an over-rotated inner conductor helix, and a rope conductor to the rv shock electrode that had become detached from the welding connection. These damages are most likely a result of mechanical force impact during the extraction process. During the mechanical analysis, the inserted mandrin could be removed from the lead only with increased exertion of force. A new mandrin could not be inserted. The over-rotated inner conductor helix is the cause of that. The fixation mechanics could therefore not be checked. The electrical analysis confirmed interruptions in the conduction of the rope conductor to the ring electrode and the rope conductor to the rv shock electrode. The pacing impedance could not be determined for that reason. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.